Manufacturer narrative:
Investigator assessed a causal relationship to study device and no relationship to antiplatelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by stable angina. During the index procedure, two resolute onyx drug eluting stent were implanted a in the rca. A dissection occurred during procedure. A resolute onyx des was used to treat the event.